Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified basilic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon catheter was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported, and patient is in good condition after the procedure.